Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of cotton behind - vagina [foreign body in reproductive tract], (irritation)/ inflammation - vagina [vulvovaginal inflammation], irritation/ (inflammation) - vagina [vulvovaginal discomfort], tampons fall apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons fall apart. No serious injury reported.